Manufacturer narrative:
The report received from the affiliate indicated that a patient experienced stent fracture and restenosis approximately four years post implantation of two cypher stents. During the index procedure, two cypher stents were successfully implanted in a heavily calcified lesion in the proximal-mid left anterior descending (lad) in overlapping fashion: a 3.0 x 23 mm and a 3.0 x 18 mm. Medications prescribed at discharge were unknown. Approximately four and half years later, the patient complained of chest pain and visited the hospital. Coronary angiography was performed and a circumferential stent fracture was noted at the second cypher stent along the proximal edge of the first cypher stent and partial stent fracture was noted at the distal portion of the first stent. The stents were noted to be jolted out of alignment at the circumferential fracture portion of the second cypher stent with restenosis noted at the fracture point. The stents were also noted to be fractured/separated. The lad vessel was not reported to be tortuous at the index procedure but was noted to be moderately tortuous at the re-intervention. The restenosis was treated using three non cordis balloon catheters. The procedure was stopped at this time and was to be completed at a later date. The patient returned four days later, but the physician was not able to advance a guidewire through the fractured stents at this time due to the misalignment of the stents. No additional information was available. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. The physician's comment that the possible cause of the stent fracture was due to the vessel tortuosity. Based on the information provided, there are possible vessel characteristics (overlapping stents and tortuosity) that may have contributed to these events. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2010-00806 and #9616099-2010-00807.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2010-00806 and #9616099-2010-00807.

Event description:
The report received from the affiliate indicated that the patient had two cypher stents successfully implanted during the patient's index procedure: a 3.0 x 23 mm and a 3.0 x 18 mm. The stents were implanted in the proximal-mid left anterior descending (lad) target lesion in overlapping fashion. Approximately fifty-five (55) months after the index procedure, the patient complained of chest pain and visited the hospital. Coronary angiography was performed and a circumferential stent fracture was noted at the second cypher stent along the proximal edge of the first cypher stent and partial stent fracture was noted at the distal portion of the first stent. The stents were noted to be jolted out of alignment at the circumferential fracture portion of the second cypher stent with restenosis noted at the fracture point. The stents were also noted to be fractured/separated. The lad vessel was not reported to be tortuous at the index procedure but was noted to be moderately tortuous at the re-intervention. The restenosis was treated using three balloon catheters: a 1.3 x 10 mm tazuna; a 2.0 x 10 at 22 atm.; a sprinter legend 2.0 x 10 mm; and a 2.25 x 10 mm which ruptured at 22 atm. The procedure was stopped at this time and was to be completed at a later date. The patient returned four days later, but the physician was not able to advance a guidewire through the fractured stents at this time due to the misalignment of the stents. The physician's comment regarding the possible cause of the stent fracture was that it was due to the vessel tortuosity. The proximal to mid lad target lesion was reported to be: de novo, heavily calcified, and not tortuous.